Event description:
It was reported that the right atrial (ra) lead was explanted due to loss of capture, impedance issues and fracture. As a result, a new ra lead was successfully implanted. No additional patient adverse effects were reported.